Event description:
Patient was initially implanted approximately 5 years ago. A short time after surgery, patient experienced band slippage which was repaired by implanting doctor. Over the last few weeks patient's condition has steadily gotten worse. Patient vomits following consumption. About five days ago condition got worse to the point where patient is unable to process solid foods and is now on a liquid diet. Patient has mild discomfort and would like to have band removed. Patient feels band may be blocked or obstructed in some way. Patient has not been seen by a physician nor treated for approximately three years. Currently, there is almost no saline in the band, it is mostly empty. Follow-up findings: patient had 1.2 cc's of saline removed from band and all problems have resolved. Band remains in place. No plans to remove band.